Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. The reason for call was the patient doesn't have a doctor that manages their stimulator. They were having problems with their stimulator and wondering if it needed to be reprogrammed. The patient said it ached and hurt all the time at the stimulator site. It felt like someone was stabbing them. I asked when it started and they said about a week ago. Agent did not ask about the circumstances that led to the reported issue. Patient was asked if they had a fall. They said they had fallen many times. They said, it would bother them and then it would go away, but it had not gone away in the last week.  The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported they wanted a list of healthcare providers so they could consult about having the ins removed. They went to the hospital yesterday and they would not touch it. They wanted to remove their ins because it helped their bladder symptoms for a while, but in the last three or four years, it had not helped and was causing a lot of pain. They were redirected to their healthcare provider to further address the issue and also sent a list of healthcare provider in their area. An email was sent to a manufacturer representative to see if there were any closer healthcare providers to the patient not on the listing. The closest doctor on the list was 85 miles away, and they were looking for a doctor to remove the stimulator.